Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 0.326 miu/ml and it as reported to the physician. The sample was repeated and the result was >1000 miu/ml and it was reported to the physician. Information on whether the patient was adversely affected was requested but not provided. The reagent lot number and expiration date were requested but not provided. A root cause could not be determined. An investigation was not possible due to the lack of information provided by the customer for analysis.